Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the obtuse marginal (om) branch. A 2.25x12 synergy stent was advanced but resistance within the guide catheter was felt. Upon removal of the undeployed stent, it was noted that a strut was poking 90 degrees and the mid section of the stent was slightly bent. The device was completely removed and the procedure was completed using a new 2.25x12 synergy stent. No patient complications were reported and the patient's status was stable.